Event description:
It was reported the programmer was dropped and now has intermittent telemetry. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported intermittent telemetry which was noted to have occurred after the programmer had been dropped. The programmer worked as intended when performing bench testing. Analysis found the programmer booted to a please wait screen and system error was found in the programmer error log. Hard drive was reconfigured and software was reloaded to resolve. Analysis also found one solder joint of the rf (radio frequency) head connector was cracked. Concomitant medical products: product ID 2067, serial# (B)(4). (B)(4).